Manufacturer narrative:
Complaint is confirmed, upon plugging the device into the generator it activates without touching the blue coag button. No tactile feel to the coag button on the left side. Removed coag button, collapsed left side dome switch on the flex circuit.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
We were notified that a loose contact was found at the cable, at the grip. Equipment activates itself, without touching the handle.